Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zlb00, +23.0 diopter) was explanted from the patient's left eye in a secondary procedure because of patient experiencing halos and glare. An non-johnson & johnson surgical vision, inc. Lens was used as the replacement lens for the patient. No incision enlargement, vitrectomy or any other medical or surgical intervention was required. The patient was reported to be doing fine when discharged. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/21/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.